Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b5, d6, d9, h3, & h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the radius side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.